Event description:
It was reported that the implantable cardioverter defibrillator was oversensing leading to pacing inhibition. No programming changes were performed. The patient was in stable condition.